Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post deployment, a computed tomography of abdomen and pelvis was performed for abdominal and pelvic pain. The study showed that inferior vena cava filter was noted. Around, one year and twenty-four days later, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that inferior vena cava filter was noted in place below the renal veins. Around, seven months later, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that inferior vena cava filter was noted. Around, six months and twelve days later, an x-ray small bowel was performed for abdominal pain. The study showed that inferior vena cava filter was noted with the upper tip at the mid l3 level. Around, one month and eleven days later, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that inferior vena cava filter was noted. Around, one year and thirteen days later, a computed tomography of abdomen and pelvis was performed for abdominal and pelvic pain. The study showed that inferior vena cava filter was noted. Around, four months eight days later, a computed tomography of abdomen and pelvis was performed for right sided flank pain. The study showed that inferior vena cava filters was seen above and below the renal arteries. After, seven days, an x-ray abdomen was performed for abdominal pain. The study showed that two inferior vena cava filters was noted with the superior tip at l2 and superior tip at mid l3. Around, four months and eleven days later, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that inferior vena cava filter was noted. Around, nine months and fifteen days later, an x-ray abdomen was performed, which showed two inferior vena cava filters was noted. After, sixteen days, an x-ray abdomen was performed for abdominal pain. The study showed that two inferior vena cava filters was noted. Around, three months later, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that two inferior vena cava filters was noted. Around, one year ten months later, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that two inferior vena cava filters was noted. A cook filter present proximal to bard filter. The cook filter struts have penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. The cook filter was tilted anteriorly. Bard filter was noted with only five filter arms instead of six arms. The anterior arm was missing which represents a fracture with migration of the arm. The bard filter struts have penetrated through the wall of the inferior vena cava/mesenteric fat. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc and filter limb detachment. However, the investigation is inconclusive for filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that the filter detached, perforated, tilted and embedded. The detached strut migrated to an unknown location. There were multiple unsuccessful attempts were made to retieve the filter. The current status of the patient is unknown.